Event description:
It was reported that, during a photoselective vaporization of the prostate procedure, and after 232807 joules and 32 minutes of use, the fiber tip broke off during use. The fiber was replaced, and the procedure was completed using another fiber, with no patient complications.

Event description:
It was reported that, during a photoselective vaporization of the prostate procedure, and after 232807 joules and 32 minutes of use, the fiber tip broke off during use. The fiber was replaced, and the procedure was completed using another fiber, with no patient complications.

Manufacturer narrative:
The fiber was returned and upon receipt at our quality assurance laboratory, this device was thoroughly analyzed. Physical and microscopic inspection identified a distal circumferential fracture (dcf) at the glass cap; however, the glass cap and metal caps were attached to the fiber. The glass cap exhibited moderate detritus adhesion on its surface, indicative of prolonged tissue contacts. The fiber was functionally tested with the helium-neon (hene) laser fixture. The testing conducted did not identify a physical/separation due to breakage along the length of the fiber. It is probable that the debris adhesion found during analysis contributed to elevated temperatures near the laser beam output window. Continuously elevated temperature can lead to fiber damages, including distal circumferential fractures. Based on analysis result, the interaction between the user and device, or sample, caused or contributed to the observed fiber tip damaged and reported event. According to the device instructions for use, the user is instructed to maintain a working distance of 2 mm between the tissue and fiber tip during use and to increased irrigation flow by means of a saline pressure bag (set to 250 mmhg - 300 mmhg) to further increase liquid cooling effect to reduce fiber tip damage. Based on the analysis results and information available, the fiber tip was present on the returned fiber, and there was no break found along the length of the fiber body. The reported event indicated that the procedure was completed without patient complications. Therefore, the identified dcf is unlikely to cause and/or contribute to patient harm if it were to recur. The manufacturer has reviewed all information and determined this event no longer meets reporting criteria for the reported event of fiber tip break.